Event description:
Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having issues with feeling when the implant was fully charged up. Patient stated they were feeling kind of tired and not really feeling like they were wiped out and the issue began since implant. Patient mentioned their implant was turned on early may 6th. Patient mentioned they had some issues with the device itself and they needed to go to the representative about that. Patient mentioned if they didn't charge the implant they choked on some water. Patient mentioned they were told that the implant would be charged up for up to 3 days, but patient was not experiencing that at all. Patient mentioned they were charging their implant every day. Patient stated that if they did not charge every day, the implant battery would go down to 60% and sometimes 70%. Patient noted they could charge it back up in half an hour or something like that. Patient commented they have two mdt reps; patient mentioned mdt rep informed them to never turn the stimulation off because the nerves will adapt. Patient mentioned another mdt rep turned adaptive stimulation on for them because before they would lay down they would get shocked. Agent asked and patient denied any recent fall s/trauma. Agent reviewed with patient the implant battery was dependent on therapy settings and the usage. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# unknown: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pain stimulation implantable pulse generator (ipg) was programmed and activated after implantation for almost a week. The stimulation settings reverted to a higher setting after being adjusted by the patient. The communicator associated with the device seemed to be slow and did not provide accurate readings, including incorrect battery percentage after usage.  This morning it said after using it all night it said 70% and patient was using it for 10 hours and it still said 70% this morning. When patient went over to the charging factor it said 60% or less. The startup process on the communicator was slow and appeared to be slowing down. The patient confirmed that therapy was active and had inquiries regarding device age and recharging, which were reviewed. No patient complications have been reported as a result of this event.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they had been experiencing some tingling sensation down their legs since the trial started on (B)(6). The patient asked how long it would take for the stimulation to take effect if they were to turn it back down to where it was at the start. Patient stated that their current intensity level was still an issue for them. Patient added that during their trial, they experienced a strong shocking sensation. Patient also stated that both of their thighs have gone completely numb. Patient explained that they were running a trial on their stimulator for lower back pain and are currently using the adaptive setup. Patient stated that during the day, it is running on upright position and when it is on, it is on level. Patient mentioned that they turned the stimulation off yesterday and turned it back on last night, keeping it on until today. Patient also mentioned that as of the level that is on during the day, the effe cts of it, it does do the pain stimulation pretty well for the back. Patient stated that it had an overall effect that they don't feel normal. Patient also stated that they feel the tingling sensation since the adaptive stimulation was turned on, it comes and goes. Patient added that after the adaptive stim was set, the sensation extended farther down towards their knees. Patient mentioned that they were still experiencing issues at the current intensity level.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs2, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.